Event description:
It was reported that during a routine f/u, high voltage impedance was noted. Two days later, the patient was hospitalized due to a vibrational alert indicating out of range impedance. The device was reprogrammed to nominal values and remains in service.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.